Event description:
Mac 4 blade used to easily place 7.5 fr endotracheal tube on 1st attempt with vocal cord visualization. Initial placement confirmed by auscultation and end tidal co2 monitor. Despite good oxygen saturations, endotracheal tube cuff would not hold pressure and subsequently returned tidal volumes decreased. Endotracheal tube removed and 8 fr endotracheal tube easily inserted using mac 4 blade. The 7.5 fr endotracheal tube inspected and revealed defective cuff.